Manufacturer narrative:
Investigation into this complaint included a service history review, a customer data review, and a complaint history review. The results of the investigation are summarized as follows: service history review: a service history review for alinity m system (list 08n53-02) sn (B)(6) was performed to identify any similar complaints to the reported issue for discrepant results (false positives) due to environmental/instrument contamination while using the alinity m resp-4-plex assay. The service history review did not identify any additional complaints related to the reported issue for the alinity m system (B)(6). Customer data review: review of the customer data was performed. The run which involved the discrepant result was valid and met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. The customer stated that they suspected contamination; environmental contamination cannot be ruled out a probable cause. Environmental swabs resulted positive. Review of the customer's laboratory on-site identified a waste bottle with a funnel in the bottle opening located next to an alinity m instruments, as well as several boxes of alinity m integrated reaction units (iru) which could have been a source for contamination. Complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the alinity m system while using the resp-4-plex assay with the keywords "discrepant", "false positive", "sars", "cov", "flu", and "rsv". A product deficiency was not determined by this review. Based on the investigation elements, a product deficiency could not be identified by this review.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. As the event occurred over multiple run dates, the following additional mdrs have also been submitted with the following date of occurrences and suspect products: 3005248192-2023-00149, date of event (B)(6) 2023 with suspect product alinity m resp-4-plex list number 9n79-90 lot 384108 3005248192-2023-00150, date of event (B)(6) 2023 with suspect product alinity m resp-4-plex list number 9n79-90 lot 384108 3005248192-2023-00151, date of event (B)(6) 2023 with suspect product alinity m system list number 08n53-02 serial number (B)(4).

Event description:
The customer reported 7 false positive results for the sars-cov-2 target on the alinity m resp-4-plex assay. The customer reported the following samples as false positive on alinity m resp-4-plex assay: sample ID and test date: (B)(6). The samples were retested on simplexa (diasorin) and on genexpert (cepheid), and found to be "not detected" on both platforms. The "not detected" results were reported out of the laboratory. There was no report of impact to patient management.